Manufacturer narrative:
This report is a response to (B)(4). Based on the provided information, the incident is not a reportable event per 21 cfr section 803. There was no death. There was no serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. Amt conducted a health risk assessment related to this problem and found that the use of the device with a shorter length could result in the catheter receding into the stomach. The patient population most at risk are pediatrics. The hazard associated with the use of a device with a shorter jejunal length is limited, and the probabilities of a serious health risk or a medical reversible health risk are each not likely. The health risk assessment found that this problem did not pose a significant threat to public health. The DHR was reviewed and the actual device was evaluated. It was determined that the length of the tube was cut shorter than the printed size and part number indicated. The device lot is associated with an on-going recall. The FDA was informed of the field action per 21 cfr 806 (removal report number 1526012-02/09/16-001-r) and affected consignees were notified by phone beginning on 01/26/2016. We have assigned complaint number (B)(4) to this report.

Event description:
A 14f 1.5cm 45cm g-j tube was special ordered from amt for patient. The tube arrived and the patient was scheduled for egd with g-j tube placement. Everyone in the procedure room agreed that the tube that was delivered was the correct size tube so patient was placed under anesthesia and procedure started. When the sterile package was opened, the tube inside was marked as a 14f 1.5cm 45cm g-j tube but the tube actually was only about 10 cms long. Product re-examined. Confirmed all labeling indicated 45 cm length. Feeding device measured at 7.25 inches or 18 cm. Fortunately, a special order for a 16f 45 cm tube for a future patient had arrived and we were able to utilize for this patient. Dr. Was very concerned that if we had not special ordered another tube, this patient would have had to be woken up and brought back for second procedure and delayed the patient from receiving the needed nutrition. What was the original intended procedure. Egd with conversion g to gj tube.